Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion and tensile stress might have been applied on the distal segment of the subject sion blue guide wire while the distal segment of the wire was trapped due to anatomical conditions and/or the heavily calcified lesion. Consequently, the distal segment of the sion blue guide wire was fractured. It was concluded that this event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified 99% stenosis in the mid right coronary artery (rca), and an asahi sion blue guide wire was used to cross the lesion. However, the concomitant balloon could not be advanced through the lesion, so the procedure was interrupted. When the physician attempted to remove the concomitant balloon together with the sion blue guide wire, the distal segment of the sion blue guide wire became fractured and remained in the vessel. The patient was referred to another hospital. A double bypass surgery was performed to restore blood flow to both rca and left coronary artery (lca). The fragment was removed from the vessel during the bypass surgery. It was informed that the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). The returned sion blue guide wire was inserted in the concomitant guide extension catheter. The sion blue guide wire and the guide extension catheter were stuck to each other, so the sion blue guide wire could not be removed from the guide extension catheter. The outer coil of the returned sion blue guide wire was found elongated distally for approximately 185mm from the proximal mid solder (set at 70mm from the tip to fix the outer coil onto the core wire) and then fractured. Microscopic observation found that the fracture end of the outer coil had a flat fracture surface, indicating that the outer coil was fractured due to torsion generated most likely when the outer coil was pulled and straightened. The core wire was fractured at approximately 18mm distal to the proximal mid solder. The fracture end of the core wire had a relatively uneven fracture surface. Observation by scanning electron microscope (sem) found that the fracture end of the core wire had longitudinal cracks and circumferential cracks were observed on the core shaft, indicating repeated bending stress had contributed to the observed core fracture. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 52mm from the tip. The outer coil was elongated distally for approximately 185mm from the proximal mid solder and then fractured, indicating that the outer coil was fractured at approximately 52mm from the tip. The separated wire fragment was not returned. The provided photo revealed that the removed fragment was approximately 52mm in length. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that repeated bending stress generated with guide wire manipulation might have been locally accumulated on the tip of the subject sion blue guide wire while the wire tip was trapped due to anatomical conditions and/or the heavily calcified lesion. Consequently, the core wire was fractured. As tensile stress was further applied during removal, the outer coil was elongated and then fractured. It was concluded that the reported event was not attributed to the product quality. Additional treatment for removal of the wire fragment was considered an adverse patient effect and it was unable to completely rule out the potentiality that some wire fragments might be left in the patient anatomy as the detached guide wire tip was not returned. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] ~separation of the guide wire.